Event description:
The customer reported that the cine runs were not able to be played back. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the cine drive were installed during the service call. The system was tested and found to be working as intended and put back into service.